Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced mesh erosion and irritation during intercourse. An excision of the eroded mesh was performed.